Manufacturer narrative:
E1/establishment name: (B)(6) hospital. The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. In addition, evaluation found the following: the battery was drained, the video connector receptacle lock was damaged, and the lock did not work. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the video system center power supply unit was deformed allowing access to the internal power circuits. There were no reports of patient or user harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it is likely the following led to the malfunction: confirmed the metal part of the inside unit is exposed due to failure of the power switch of the cover side. Olympus will continue to monitor field performance for this device.